Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported screen went black flashed and whole screen went black during a therapeutic colonoscopy procedure involving an olympus video system center. The procedure was completed using the same device. There was no patient injury reported.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via other source. Confirm whether the blackout affected the full screen or only the endo image. Verify whether any icons or patient information remained visible during the event. Review logs for scope related errors, including e219 and any scope identification message. Capture scope data and document it as a child case. Confirm software version of the video processor. Inspect and clean the scope and control video contacts to identify the faulty item if the issue recurs. Recommend keeping at least one icon displayed for future troubleshooting. Verify the system is functioning normally after the event. The customer informed tac of the event. The device will not be returned to olympus for evaluation. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.